Event description:
It was reported that shaft break occurred. During unpacking of a 2.75 x 12mm synergy xd drug-eluting stent, the catheter with the stent was noticed to be cut or sectioned. The procedure was completed with another device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. During unpacking of a 2.75 x 12mm synergy xd drug-eluting stent, the catheter with the stent was noticed to be cut or sectioned. The procedure was completed with another device. No patient complications were reported.

Manufacturer narrative:
Device evaluation by MFR: the synergy xd mr 2.75 x 12mm stent delivery system, was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft and a break 4.5cm distal to distal end of strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues.